Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional tests. However, a slightly loose drive support disk was noted. No motor error alarms were noted. The insulin pump was received with a broken belt clip slot, a cracked case at the display window corners, a cracked reservoir tube and tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. Nothing further was reported.